Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Results: a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that during a blood test, the nurse removed and attempted to activate the needle protection but the shield did not slide immediately. The nurse was stuck to the left index through finger through his/her glove.